Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 26-year-old female who underwent episiotomy repair in hospital on (B)(6) 2023. The surgeon used vr917 for sewing the vaginal mucosa, perineal skin tissue in the way of continuous suturing during the surgery. The operation went smoothly. On (B)(6), the doctor found skin redness and swelling at the sewing site of lateral episiotomy wound. The doctor considered suture rejection reaction, and gave the patient magnesium sulfate wet compress and infrared radiation for 3 days. On (B)(6), the patient complained of obvious perineal wound traction pain, with perineal wound redness and swelling. After iodophor disinfection and drug treatment (with specific treatment unknown), the patient's symptoms were slightly improved, but the patient still felt wound traction pain. On (B)(6), 4 days after delivery, the sewing site of perineal wound was slightly red. The sutures were removed for the perineal wound. The wound healed well. There was no obvious redness and swelling of the wound after the sutures were removed. No subsequent adverse events were reported.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: please provide the patient's weight and bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Were cultures performed? Results? Contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a lateral vaginal incision to assist in the delivery of a baby boy on (B)(6) 2023 and suture was used. On the first day of the surgery, a ward visit was conducted and it was found that the skin at the suture site of the patient's perineal incision was red and swollen with inflammation. The doctor treated it with magnesium sulfate wet compress and infrared radiation for 3 days. On the third day after the surgery, the patient complained of significant perineal wound traction pain. Physical examination: the suture of perineum wound was red and swollen, and iodophor was used to disinfect it. After the treatment of drug facial mask, the patient's symptoms improved slightly, but he still felt the pain of pulling the wound. On the 4th day after the surgery , the perineum wound was slightly red, and the perineum wound suture was removed. The wound healed well, and there was no obvious red and swelling after the removal of the suture. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight and bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Were cultures performed? Results?